Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a battery life issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: the pump's black box data from date of the complaint had been overwritten due to continued use of the pump. The pump's current black box data showed no evidence of short battery life. The battery cap was unable to fully tighten. There were battery compartment cracks observed in the thread area and below the grip pad. The cartridge compartment was damaged in the thread area. The pump's current draws were within specifications.